Event description:
Additional information received reported that the patient problem was positional overstimulation and the settings were "too high." It was noted that the device was reprogrammed on "5-12," and this resolved all the problems.

Event description:
It was reported that the patient was "zinged" when she turned a certain way or if she bent over to tie her shoes. The sensation was in her inner thigh and in her back. Stimulation coverage has not changed from the past, and it was noted that the issue started a few days ago. The patient also stated that she felt stimulation better if she lied down compared to standing up, but that issue had existed since implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).